Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date this complaint will be updated &/or a follow up be sent.

Event description:
Dealer states the unit shuts off and there is no alarm code.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. Subsequent testing verified the complaint of the unit shutting down. However, there was no indication that there was a failure of the alarms to function. Upon shut down, the unit displayed a 3/4 alarm code. The underlying cause was identified as the sieve beds were saturated.

Event description:
Dealer states the unit shuts off and there is no alarm code.